Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
During the procedure, the physician performed an access site cutdown and advanced a gore viabahn endoprosthesis without the aide of an introducer sheath. Upon pulling the deployment line, the device opened approximately 5 mm when the deployment line broke. The device was removed and another device was deployed without incident. The patient did not experience any adverse consequences.